Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported at a (B)(6) year old caucasian female patient underwent a primary breast augmentation with 450cc mentor memorygel breast implants on (B)(6) 2011. In november 2011, the patient underwent a hysterectomy for an unspecified reason. Since that procedure, the patient had routine mammograms and all have come back negative for cancer. Her most recent mammogram occurred on or around (B)(6) 2019. During an unspecified time in 2016, the patient began to experience bilateral breast pain, arm pain, and back pain. The patient's symptoms also include the following: brain fog, extreme fatigue on a daily basis, headaches, memory loss, bowel movement issues, and nasal issues. As a result, the patient has a bilateral explantation scheduled for (B)(6) 2020. The patient is currently undecided as to whether she will receive replacement devices or not. This report is for the patient's left-sided device.